Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device has a broken and missing shell. A weight test of the device was performed which verified the device was underweight. A microscopic analysis was performed which identified a sharp break and one striated opening. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis, the final assessment is a sharp edge break on the posterior side assessed as an unidentified tear opening, one striated opening assessed as surgical damage, and a missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were pain and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting surgeon has reported left side device rupture and pain. The device has been removed and replaced.